Event description:
It was reported that stent damage and vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, de novo, eccentric target lesion was located in the 3.75mm in diameter proximal left anterior descending (lad) artery. A 3.5 6f non bsc guide catheter and a soft guide wire were advanced to the lesion. The lesion was predilated with 2.0x9mm and a 2.5x9mm maverick balloon catheters. A 3.50x16mm promus element¿ plus stent was selected and implanted at 16 atmospheres. Post dilatation was performed with a 4x10mm nc balloon. After post dilatation, it was noted that the distal part of the stent flared up causing a distal edge dissection. Another stent was deployed distal to the 3.50x16mm promus element¿ plus stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).